Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibration notifier for three measurements of upper out of range pacing lead impedance. The cause of the high impedance readings is unknown. The physician may check the lead integrity under imaging to see if there is any structural issue. Lead capping was recommended. The patient will continue to be monitored. No further information is available.